Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had oversensing and spike in lead impedance due to a possible lead fracture. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Eight ventricular non-sustained tachycardia (v-nst)<(><<)>=210 ms on (B)(4) 2013. Four ventricular fibrillation (vf)<(><<)>=150 ms average v-cycle on (B)(4) 2013. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Daily pace lead trend data shows an increase for rv pace= 936 to 2432 ohms peak between (B)(4) 2013. Analysis of the device memory indicated oversensing due toe electromagnetic interference (emi)/noise. Ventricular short interval count v-sic=18751 counts, in 90.67 days, between (B)(4) 2013. Concomitant products: d154vwc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Eight ventricular non-sustained tachycardia (v-nst)<(><<)>=210 ms on (B)(4) 2013. Four ventricular fibrillation (vf)<(><<)>=150 ms average v-cycle on (B)(4) 2013. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Daily pace lead trend data shows an increase for rv pace= 936 to 2432 ohms peak between (B)(4) 2013. Analysis of the device memory indicated oversensing due toelectromagnetic interference (emi)/noise. Ventricular short interval count v-sic=18751 counts, in 90.67 days, between (B)(4) 2011 and (B)(4) 2013. If information is provided in the future, a supplemental report will be issued.